Event description:
It was reported the customer was hospitalized due to high blood glucose level, 600 mg/dl. Customer was kept longer due to him having low blood glucose levels. Customer's mother stated the customer had lost his meter two days prior to hospitalization. Customer was treated with IV and insulin was given. Doctor informed customer to keep closer look at carbohydrates and blood glucose levels. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.